Event description:
Patient implanted with zipfix sternal closures for CABG procedure on (B)(6) 2012, was returned to operating room for revision. All 5 zipfix closures pulled through the head of the product (the locking end) and came undone one week after surgery. Surgeon removed all 5 zipfix closures and revised patient to standard sternal wires. This is the second of 5 reports submitted on this event.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. Investigation is on-going; no conclusion could be drawn as no device was returned.